Event description:
It was initially reported that the site was unable to communicate with a patient's device for a routine interrogation. The neurologist has referred the patient to a surgeon for consult of possible generator placement. The patient is expected to have his generator replaced. It is unknown at this time what the cause was for the site to not be able to communicate with the patient's device. Good faith attempts to obtain additional information have been unsuccessful at this time.